Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: correction - infection was inadvertently mentioned in the manufacturer's investigation conclusion. The patient had no reported infection. The following is the corrected conclusion regarding stroke. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months, 24 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had right food drop likely from peroneal compression neuropathy in the perioperative setting of complicated cardiac surgery in (B)(6) of 2016. The right lumbar plexopathy was unlikely. The patient was overall improving on his own. The patient experienced subtle episodes of binocular diplopia in the past two months since the complicated cardiac surgery and had a subtle skew deviation/ internuclear ophthalmoplegia from small brainstem stroke. The eye examination on (B)(6) 2017 with CT was unremarkable. The event resolved on (B)(6) 2017.